Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had clock date anomaly. Customer reported that he had to change the date in his insulin pump from the 29th september to the 13th october customer reported that now the insulin pump did not switch into auto mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.